Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a painful brush burn where the electrodes were. The patient reported having known allergies. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's prescribed advised to apply non-scented lotion and advised to use hydrogen peroxide. Follow up indicated the irritation improved. Supplemental report 9/14/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a painful brush burn where the electrodes were. The patient reported having known allergies. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's prescribed advised to apply non-scented lotion and advised to use hydrogen peroxide. Follow up indicated the irritation improved.